Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump squirted out and had alarmed low battery. The customer¿s blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer said that the insulin pump was not bumped or dropped. Customer did not experience any symptoms related to high blood glucose level. Customer contacted the healthcare professional, but was not admitted to the hospital due to high blood glucose. The insulin pump will not be returned for analysis.